Event description:
It was reported that a pump was alarming for close door messages. There was no pt incident.

Manufacturer narrative:
MFR ref. No. (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.